Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened and creased dome switch. No button error alarms noted. The insulin pump has peeling keypad overlay, cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.